Event description:
On 09/02/2009 per email, the sales rep reported that during surgery, the driver broke. The surgeon was using sequoia screws and needed the driver to advance a screw further. The surgeon was using the driver when a piece of the hex driver broke off while turning the screw head. The surgeon was unable to use this driver any further and instead, used a regular screwdriver to finish the case. There was no delay in surgery time. The piece of the driver that broke was recovered and the surgical tech threw it away. It was a clean break and nothing was left in the pt.

Manufacturer narrative:
Product is an instrument and is not implantable. A review of the device history record indicates the part met specification. Visual examination of the returned instrument indicates the hex tip is cracked with a piece broken off. The cause for the broken instrument is determined to be use in application beyond the instruments design. An engineering investigation resulted in a redesign of the instrument.